Manufacturer narrative:
Additional narrative: (B)(6). The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 4 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was observed that two burr devices were broken when used together with the craniotome device and short attachment device. It was reported that fragments were generated during the surgery. However, no fragments fell into the patient or remained in the patient's body. It was further reported that the event did not result in any reoperation or an undesired patient outcome. The reporter indicated that they were unsure whether the damaged burr devices were caused by the craniotome device. The surgeon did not specify the failure of the attachment device and also regarding the burr devices. There were no delays in the surgical procedure. It was not reported if spares devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.